Manufacturer narrative:
Event date: exact date unknown, event occurred approximately mid december from the date the manufacturer became aware of the event.

Event description:
It was reported that patient experienced inadequate stimulation and the ipg was non functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.